Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 509mg/dl with no signs or symptoms of hyperglycemia. The reporter stated that the patient's bg around dinnertime was 100mg/dl, and by 9:00pm it was 286mg/dl with no symptoms. The reporter stated that the patient was given a correction bolus via the pump and the site was changed. The patient's bg continued to rise to 509mg/dl, but the patient reportedly had no symptoms. The patient's bg at the time of the call to animas was reportedly 470mg/dl. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct. The reporter denied any kinked cannulas or any issues with leaks or air bubbles. The reporter noted that the patient is at the age of puberty. Troubleshooting determined that the pump was delivering insulin as intended. The reporter was advised to contact the patient's healthcare provider to discuss bg management. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:a review of the pump¿s history only showed dates starting on 09/05/2013. Any information from the event date was overwritten in the pump¿s history due to continued use of the pump. A review of the available history showed no errors or alarms related to the event. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. The audio bolus button cover was also missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.